Event description:
Related manufacturer reference number: 2017865-2022-42870. It was reported that a patient presented in-clinic for a left ventricular (lv) lead revision procedure. Prior examination of the lv lead revealed loss of capture and dislodgement on the lv lead. During the revision procedure, the right atrial (ra) lead was found to have dislodged as well due to losing its sutures, resulting in loss of capture on the ra lead. Both of the lead dislodgements were confirmed through fluoroscopy. The lv lead and ra lead were explanted and replaced on (B)(6)2022. . The patient was stable throughout.